Manufacturer narrative:
This device remains implanted and in service. A replacement procedure will be scheduled at a later date. Should additonal information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Engineers confirmed the returned product was in a safety mode operation as clinically reported. The devices internal memory was then attempted to be reviewed; however unavailable, due to the power on reset (por) operation. During analysis the device exhibited continual pors when attempting to communicate with the programmer. Engineers were unable to revert the device from safety mode thus the outer case was opened for further internal testing. During this testing series, engineers created an internal memory file which confirmed the repeated fault codes had been approximately three weeks prior to the reported clinical follow-up. Additionally, low voltage power supplies were then confirmed to be normal. The hybrid was put through automated testing, showing no performance anomalies. Engineers were able to force the device into safety mode due to por; however, por root cause could not be determined. The clinical observation of beeping tones was concluded to have been a secondary effect to the observed internal operation.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device heard a beeping tone. Interrogation revealed that this device was in safety mode. No adverse patient effects were reported.